Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the right atrial lead, causing episodes of inappropriate automatic mode switch and of noise reversion. The device was reprogrammed to address this issue. There were no patient consequences, and the patient was discharged.